Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. A root cause has not been identified. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that a male patient was implanted with an incorrect lens due to not legible sticker/packaging. This issue was noticed during a control visit on (B)(6) 2015, two weeks after surgery, when the patient explained that his vision was poor. After examination it was noticed that the lens diopter was not adequate. The patient's lens would be explanted since his vision was very poor. Additional information has been requested but not received to date.

Manufacturer narrative:
Additional information provided. Evaluation summary: two labels pictures were received. One label (complaint lens) is before the (B)(6) 2012 enhancement and one label (comparison) is after. One font style for the negative sign is larger without the parenthesis. Both labels contain the same information and number of negative designations. Both labels are legible. The root cause was determined to be failure to follow the dfu. The dfu instructs to examine the label on the unopened package for model, power, proper configuration and expiration date. The customer indicated a negative power 5.0d was pulled by mistake and implanted instead of a positive power 5.0d. All labels before and after the enhancement contain the same number of negative designations. The carton label has three minus designations: for this lot number: 1) the word minus is printed beside the product name 2) the symbol (-) is beside the diopter 3) the word minus is printed above the symbol (-)the lens case label has two designations: 1)the word minus in parenthesis is written above the word power 2) the diopter power has a negative sign . The manufacturer internal reference number is: (B)(4).